Event description:
The customer reported that multiple exams for a single pt were filed into another pt's study folder. The error was discovered by the radiologist, who noted an anatomical discrepancy between two exams. There was no reported pt injury related to this incident.